Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection and service history review were performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:02:51. During night drain cycle two, the patient's ultrafiltration reading was 1510ml, indicating the home patient drained 1510ml more than their maximum programmed fill volume of 2300ml. No additional information is available.